Event description:
It was reported that the patients implantable pulse generator (ipg) had failure to power-up. The patient underwent revision procedure. No further information has been obtained despite good faith efforts.